Event description:
It was reported that the wake button was "harder to press". There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.